Event description:
After fire the car, the surgeon found the red indicator at the end of the operating knob come out from inside, but fortunately, it can be fired.

Manufacturer narrative:
This report is submitted on behalf of the manufacturer (niti surgical solutions ltd; (B)(4)) and the importer (B)(4), as niti surgical solutions ltd. Serves as the designated complaint handling unit for both facilities. The device was not available for evaluation, however, the production history files indicated that the device was released pursuant to the product specifications. The red marker has no impact upon device safety and performance and thus the outcome of the procedure. It only serves as an additional indication of the sequential status of device operation.